Event description:
The customer reported that during a laparotomy, the device was used for about 3 activations and then the jaw could not be reopened while applied to tissue. In order to remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was not pt injury. A new device was used to complete the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.